Event description:
It was initially reported that the patient had a full revision due to high impedance. No further information was provided at that time. Follow-up indicated that x-rays were not taken or planned. There was no known manipulation or trauma that would have contributed to the high impedance. The generator replacement was prophylactic. Good faith attempts for product return have been unsuccessful to date.